Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number and expiration date, manufacture date are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product at the hospital, leakage of air from the cuff was observed. Also, phlegm was unable to be sucked through the product. A night shift nurse reported that she could not suck up any phlegm. There was a large amount of sputum and the spo2 value fluctuated. Also, resistance was felt through the tube and a stenosis sound was heard during the suction. Wheezing was heard due to the retention of phlegm in the trachea, but only a small amount of viscous phlegm was seen inside the tracheostomy tube, and no phlegm was being drawn from the suction line.

Event description:
It was reported that during the use of the product at the hospital, leakage of air from the cuff was observed. Also, phlegm was unable to be sucked through the product. A night shift nurse reported that she could not suck up any phlegm. There was a large amount of sputum and the spo2 value fluctuated. Also, resistance was felt through the tube and a stenosis sound was heard during the suction. Wheezing was heard due to the retention of phlegm in the trachea, but only a small amount of viscous phlegm was seen inside the tracheostomy tube, and no phlegm was being drawn from the suction line. There was no obvious decrease in oxygen saturation (spo2) value and the breath sound was clear. Also, no problem was observed in the ventilation of air. Then the customer pressurized the cuff, but its pressure was gradually lowered with respiration. Even after she pressurized the cuff up to 30, it decreased to 10 after ten (10) minutes. There is a possibility of worsening respiratory status due to cuff leakage. Also, miss-swallowing may have increased the volume of phlegm. It was reported the estimated lot is either number 4252463 or 4232682.

Manufacturer narrative:
Other, other text: h10: device evaluation: one used device was returned for investigation without its original packaging. Under visual inspection the device appeared to be in good condition. An inflation test was performed, and it was confirmed that after twelve (12) hours the cuff was still fully inflated. Regarding reported suction difficulties, the suction line was flushed by syringe and there were no problems observed. Based on the results of testing the reported failure was not confirmed. A device history report (DHR) review was performed as there was no indication of a manufacturing defect during the investigation., corrected data: b5.